Event description:
A review of pre-implant cta showed an irregularly shaped 5cm diameter taa (which was also labeled as a pseudoaneurysm). The patient also had a tortuous and thrombus-filled aaa. Post-implant cta showed that the stent graft had asymmetrically deployed; the proximal 1 or 2 stent rings were misaligned to about 90 degrees relative to the thoracic, without a proximal seal. The mid-portion of the stent graft has expanded inside the aneurysm, and there is little (if any) sealing distal to the stent graft. Intraoperative angiogram images from the implant were not provided; therefore, the cause of the operator's loss of proximal control leading to this stent graft mispositioning could not be determined. Off-label use may have contributed; the stent graft design is proximal closed web. As per the IFU; "a proximal closed web should never be used as a primary section," and "placing a proximal closed web as a primary section or proximal extension may increase the risk of asymmetric deployment." Procedural blood pressure during deployment is unknown; high bp may also have contributed. Additional films at implant show the delivery system was advanced above thoracic aneurysm; the aneurysm is distal to the arch and the tip is not in a very angulated section of the aorta. The next series jumps ahead and show that 2 1/2 stent rings have been unsheathed, and the 2 most proximal covered stents are perpendicular to the vessel. (Video showing the actual deployment of the proximal stents was not provided). The 3rd stent ring is then deployed, and the proximal 2 stents remain non-parallel. The entire stent graft is deployed and then ballooned. The distal portion of the stent graft is within the aneurysm. No obvious stent graft issues could be seen. The non-parallel opening appears to be caused by lack of control of the proximal portion of the device during deployment; likely user related. Evaluation summary: the external slider was 3 mm back from the front grip, however, there was no gap between the tapered tip and graft cover. There were 4 minor kinks in the graft cover 50, 90, 112 and 140 mm from the strain relief. Additionally, there was a minor kink where the strain relief meets the front grip. Upon investigation, there were no apparent delivery system issues. The external slider moved smoothly over the screw gear without resistance. No obvious delivery system damage was observed. Root cause of deployment difficulties most likely caused by off-label use of closed web stent graft as main device.

Manufacturer narrative:
Evaluation, results: unapproved use of device (distal component as primary piece) evaluation, conclusions: user error contributed to event (distal component as primary piece).

Manufacturer narrative:
Method: film evaluation.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient presented with a thoracic aneurysm and an abdominal aneurysm. The thoracic aneurysm was straight forward and there was little aortic tortuosity. The aneurysm was located 6-7 cm below the subclavian. The physician decided to use a closed web stent graft due to the long landing zone. The abdominal aneurysm was complicated, so two wires were used to aide in placement of the stent graft. The physician began retraction of the graft cover and deployed the first covered stent ring, which deployed non-parallel. The stent ring appeared vertical and did not appose to the aortic wall. The physician then tried to pull back the delivery system to straighten the stent, but was unsuccessful. The physician then deployed the second covered stent ring; however, this ring appeared to hook into the first ring. The physician continued deployment of the stent graft, which required a strong force to deploy. After deployment, the entire stent graft was within the aneurysm sac. The proximal end was just touching the proximal neck and blood was flowing around both sides of the stent graft into the sac. The patient was converted to open repair, which was successful. No additional clinical sequelae were reported, and the patient is fine.